Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a moisture damaged and button error on the insulin pump. The customer's blood glucose level was 188 mg/dl. The customer stated that the insulin pump got put in the washer machine. The customer reported that there is water under lcd display and insulin pump was not dropped and no damaged. The customer decline to troubleshoot button error because he understand what it cause it. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. Moisture damage was found on the display board and the motor. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.